Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from indonesia that the top button of the compact air drive device was stuck. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the compact air drive device and the reported condition the top button of the device was stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece did not pass the torque test and had a stuck reverse pin ¿ would not reverse and the device had insufficient/low power. It was further determined that the device failed pretest for check the power with power test bench, check reverse locking mechanism with oscillating saw attachment, and check forward and reverse mode function. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Compact air drive device and the reported condition the top button of the device was stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the handpiece did not pass the torque test and had a stuck reverse pin, and had insufficient/low power. It was further determined that the device failed pretest for check the power with power test bench, check reverse locking mechanism with oscillating saw attachment, and check forward and reverse mode function. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A review of the device history was performed and no non-conformances were detected related to the reported condition.